Event description:
It was reported that a patient underwent an av fistula procedure on (B)(6) 2014 and suture was used to close skin. During the procedure, the needle tip broke and was retained in the patient¿s tissue. An xray was performed and the needle fragment was found in the subcutaneous plain. The needle fragment was not removed. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
There is no plan to remove the needle fragment from the patient at the moment. Conclusion: representative sample was returned for evaluation. The sample was visually and functionally tested and met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.